Event description:
In the middle of the surgical procedure the valleylab force fx cautery being used stopped functioning and displayed an error code. The rn in the room did not record the error code, removed the replaced the machine, and notified their supervisor the machine had stopped working. Operating room supervisor made repair order with trimedix and delivered the cautery machine to biomed.